Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment is a potential adverse event of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional proglide device is being filed under separate medwatch manufacturer report number.

Event description:
It was reported that suture placement with two proglide devices was attempted in a common femoral artery (cfa) via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with both proglide devices. The sheath was upsized to an 18f. The aaa procedure was completed and a femoral cut down with surgical suturing was performed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.